Event description:
The customer reported that during a cesarian procedure, the pt received grade iii burns to the inner side of both thighs. The pt was taken to surgery where they performed tangential escareotomia (excision and skin graft). Although the site reported the grounding pad was in use, the injuries did not occur at the grounding pad site. The site reported that the incident grounding pad is not available for eval.

Manufacturer narrative:
(B)(4). The incident grounding pad was not available for eval. Photographs of the incident pad were provided. Review of the photographs did not identify anything that would have caused or contributed to the reported event. Add'l questions in regard to the incident have been asked to the site. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.